Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing and review of the device data logs confirmed the reported complaint. Based on all available evidence, the investigation determined that the reported complaint was due to a defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm. There device was not in patient use when the reported event occurred.